Manufacturer narrative:
(B)(4). Batch r5ae6j. Investigation summary: the analysis results showed that the cr40g cartridge was received with no apparent damage. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. No functional test could be performed due the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a rectum procedure, the device did not deploy staples. Surgeon performed a manual anastomosis. There was no harm to patient. The surgeon touched base with pathology department and pathology confirmed that preparation contained a staple line, however surgeon thinks that no staples were deployed on aboral side.